Event description:
It was reported that customer's insulin pump alarmed motor error. Customer's blood glucose was not provided. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test due to a faulty force sensor. The motor was tested outside the device and passed the test. No motor error alarms noted during testing. The device had cracked case on the lcd display window corners, minor scratches on the lcd display window, cracks on the reservoir tube lip, scratches on the reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.